Manufacturer narrative:
Additional info from b2: almost painful sound. Additional info from d4: s/n (B)(6) - left. Additional info from d10: no information (was not possible to selct within esubmitter). Additional info from h4: 11/19/2016 - left. Additional information from g7: we consider this report to be final. Additional information from h2: information added 02/13/2020: device not returned to manufacturer. The patient status is (B)(6) 2020 confirmed to be that the patient is now fine without any complications from the event. The case has been reviewed from a clinical perspective. Customer reported: one time the end user has experienced a loud sound in one or two ears. End user described the sound as painful and removed the devices and restarted the devices immediately. There are no reports of harm. Receiver type is an ultra power receiver. The noah file however revealed that the hcp might have set up one device to be an medium power at last visit. Devices not received for investigation. Mpo is on datasheet 129 db spl (2 cc coupler) and set up to 130 db spl (711 coupler) ref. Noah file. The clinical evaluation for the device family does evaluate loud sounds and this is addressed in the risk analysis and mitigated to an acceptable limit by built-in protective measures in the device design. It is unknown if this was an external loud sound amplified by the devices or if the devices produced the sound. It is also unknown how loud the sound was, but there is no indication that this would have exceeded mpo so a worst case of 129 db spl (2 cc) can be assumed. A brief exposure to this sound level can be highly unpleasant but is within the fitting of the devices for this hearing-impaired patient. As there is no other indication that there was harm to the residual hearing of the patient, it is at this point in time concluded that it is unlikely that there was harm. Based on the above the manufacturer have decided to re-classify this complaint to a non-safety related complaint and also thereby concluded that this related event is not reportable. Please disregard this case from the list of reportable cases.

Event description:
End-user complained of hearing sharp almost painful intermittently sound in one or both ears.

Manufacturer narrative:
Outcome: almost painful sound. S/n (B)(4) - left. No information (was not possible to select within esubmitter). Mfg date: 11/19/2016 - left.

Event description:
End-user complained of hearing sharp almost painful intermittently sound in one or both ears.